Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it¿s likely the broken caster occurred due to severe impact damage during transportation. The final root cause of this event was unable to be identified.

Manufacturer narrative:
The device was inspected by olympus, and it was found that the right front caster was broken off. Additionally, the following information were reported regarding the event reported : the failed castor is a braked-castor. Report noted that it happened due to the equipment clash into hard items which resulted the castor to be broken. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
It was discovered by olympus, that the break caster on the workstation broke off. The issue was found when checking unit after returning from a demonstration. There were no reports of patient involvement.